Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. Complaint not confirmed. The evaluation did not reveal anything relevant to the event. Returned device intended use was not to be implanted/left in the patient's body. There is no known connection between the implantation of the trial devices and the patient coding. At stated in the event, after the surgeon had just inserted the trial stem with the trail protector in the humerus and when they were getting ready to continue with the case, the patient coded (cardiopulmonary arrest). At that point, they paused the case to bring in the crash cart and started CPR on the patient and while working to resuscitate the patient, the surgeon closed the surgical site and intentionally left the trial devices in the humerus. The surgery to complete the original procedure took place on 10/21/15. The trial parts were explanted and the permanent implants were inserted. Case was completed as originally planned. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the surgeon had just inserted the trial stem with the trial protector in the humerus. They were getting ready to continue with the case and the patient coded (cardiopulmonary arrest). At that point, they paused the case to bring in the crash cart and started CPR on the patient and while working to resuscitate the patient the surgeon closed the surgical site and intentionally left the trial devices in the humerus. The surgeon's decision to close the surgical site was due to sterility. The CPR lasted for about thirty minutes. After patient resuscitated and surgeon had closed the surgical site, the patient coded again. CPR was performed again and patient resuscitated for the second time. Case: total shoulder replacement. Patient remains in the hospital under observation. The surgeon will schedule a revision when patient becomes stable. Follow-up investigation: the surgery to complete the original procedure took place (B)(6) 2015. An ar-9202-40sp and ar-9200-16s were explanted and the permanent implants were inserted. Case was completed as originally planned.